Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the user of a 1 ml bd¿ tuberculin syringe with 25 g x 5/8 in. Bd precisionglide¿ detachable needle stuck herself with the needle before patient use while trying to remove the needle shield. There was no report of medical intervention.

Manufacturer narrative:
Results: six used samples in open blister packs were returned for evaluation. The returned samples were visually examined for the customer¿s reported issue. Three out of six samples were returned with a yellow liquid inside barrel. Three samples were tested for shield pull (specification: 0.5-5.5lb, data: 0.40, 1.35, 1.95lb) and no tight shield was observed, however, as noted all returned samples were returned in opened blister packs and most likely used. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6341626. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.